Event description:
The us complainant had the automated impella controller (aic) fall during transport from medical center to tertiary medical center. Procedure outcome was that patient expired, there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and console was inspected in order to assess the extent of mechanical damage. The cause of the aic damage was that it had been dropped. This report is being filed as part of a retrospective review of historical records.